Event description:
The patient was having a mr procedure. When lowering the trolley on top of the mr patient support the patient's finger was caught between the two parts. This resulted in a severe injury to the finger (nail separation, several fractures).

Manufacturer narrative:
Conclusion: the investigation found that the patient had just come out of surgery and had many support lines and drain tubes attached. He was in a poor state of consciousness and it was difficult to keep him stable and calm on the trolley. His body shape was apparently such that his arm was protruding from the side of the trolley. The exam was taken in a hurry and, therefore, assumed that the medical personnel were not paying enough attention to the possibility of a body part ending in a position below the trolley at the time it was lowered on top of the patient support. The information of use indicated to have proper patient positioning. There is no system problem and no further investigation.